Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery was unable to charge. Customer's blood glucose ranged from 100 mg/dl to 200 mg/dl. Reportedly, the customer continued using the pump for insulin therapy and also confirmed manual injections are available.